Event description:
It was discovered during baxter's evaluation that a pump displayed door not fully latched messages. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing could not be completed due to "door not fully latched" messages. This alarm is caused by a loose upper link screw. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screw were replaced.